Manufacturer narrative:
Investigation results: this failure mode resulting from this case has been evaluated already in a similar complaint and can therefore be defined as a repeating failure mode. The repeating failure mode was confirmed based on costumer description and the investigation. The devices are not fluorinated to specification. If done correctly, small micro lines can be found on the surface. If not done correctly, these lines are not visible. This failure can lead to high friction between the inserted dilator or instrument and cause the internal parts to jam and detach. Device history review: manufacturing related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly. Seven similar incidents have been filed with products from this batch. The current failure rate is within the risk analysis and therefore acceptable per procedures; severity was 3(5) and probability 2(5). Conclusion and preventive measures: based upon the investigation results, the root cause is manufacturing - related. Based upon the investigation results, a deviation (product safety case) had been initiated.

Event description:
It was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the seal was tearing during a laparoscopic glastric sleeve procedure. Additional information was received which confirmed that fragments broke off inside the patient. It was necessary to insufflate the abdominal cavity and retrieve the broken pieces. This event prolonged the surgery for 5 to 10 minutes. An additional medical intervention was necessary. All available information has been provided. The adverse event is filed under aag reference (B)(4).